Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports rupture diagnosed via mammography. The side is unknown. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6.

Event description:
Physician reports additional event of left side pain. The device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior, crease flat and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp pattern of broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Physician reports rupture diagnosed via mammography. Physician reports additional event of left side pain. The device has been explanted.